Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a mildly calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly during insertion, the prostyle sheath was noted to be bent at the distal end of the guide. The device was removed without deploying it. The suture of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported bent guide was observed as bent sheath. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, the reported bent guide appear to be related to challenging anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.